Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC rn - sensor is giving erroneous magnet tracking information. Today it showed the PICC going up into the ij, yesterday it showed it was properly placed in the caj but the xray showed it up in the ij.